Event description:
During the review of the article titled "vagus nerve stimulation: outcome and predictors of seizure freedom in long-term f/u", in the european journal of epilepsy, it was noted that one pt in the study, who had been implanted with the device for 2 years, had the lead and generator replaced due to a lead discontinuity. No add'l info is available at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury. Article citation: ghaemi, k., elsharkawy, a.e., schulz, r., hoppe, m., polster, t., pannek, h., ebner, a. "Vagus nerve stimulation: outcome and predictors of seizure freedom in long-term f/u." Seizure: eur j epilepsy (2010), doi: 10.1016/j.seizure.2010.03.002.